Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was discarded. A follow-up will be submitted with all relevant information. The xpert self expanding delivery system referenced, is being filed under a separate medwatch report. (B)(4).

Event description:
It was reported via literature that the procedure was to treat a patient that had plantar gangrene of his right foot with no distal pulse on the right lower extremity in the posterior tibial artery (pta) and the tibioperoneal trunk (tpt), but with doppler was detectable. Aortography revealed significant outflow disease. The decision was made to treat the tpt and the pta. An initial attempt was made to recanalize the tpt, but the pilot 200 guide wire went outside the artery and was not able to find the true lumen, causing a dissection, which required treatment further into the procedure with an xpert stent. After many attempts to cross the occluded segment subintimally, reentry was unsuccessful. A retrograde approach was used and a pilot 150 guide wire was able to recanalize the artery using a rendezvouz technique; however, the pilot 150 guide wire became damaged in the sheath. A 4.0x80 mm xpert stent was deployed in the pta; however, due to plaque shifting, kissing balloon dilation was performed. After intra-arterial administration of nitroglycerine, there was an excellent filling all the way to the foot and the procedure was ended. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of vessel trauma (dissection), as listed in the warnings section of the hi-torque guide wire instructions for use, is a known adverse event associated with use of the guide wire. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.